Event description:
It was reported that the pump fell on the floor. The touch screen is blacked out and has lines going through the left side of the screen. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.